Event description:
In the right foot osteotomy of first metatarsal screws didn't get the needed compression in bone to bone insertion. Three smartscrews tried to be inserted (diam. 2,7 mm, 2,7 mm and 3,5 mm) but none of the screws give the compression and each time the screw pulled out. The procedure was completed with two 4x18mm stainless steel screws. There were no injury to the pt.

Manufacturer narrative:
This is the first complaint referring to lot s0002203 mechanical lot release test results were in normal, acceptable level and there were no deviations in the in-process dimensional measurements. In the operation, three different smartscrews (lot s1344, lot s0002203, lot s1298) were tried to be inserted and the loss of compression was problem with all the screws. All three screws were from the different mfg batches. Thus, it seems that there were no problems in the screws but most likely the quality of the pt bone was unfavorable for smartscrew thread profile.